Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2218-50 serial: (B)(6)/(B)(6) batch: (B)(6)/(B)(6).

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also noted that the patients ipg migrated causing difficulty in aligning the charger. The patent underwent an explant procedure wherein all device components were removed and the patient was doing well postoperatively. The explanted device components were not returned as they were discarded by the facility.